Event description:
Blood hold-up and restricted flow within the unit was noted during bypass. When no flow was detected from the bag the product was replaced during the case with no patient complication reported.